Event description:
Same case as: 2134265-2012-06499. It was reported that during a percutaneous transluminal intervention, balloon burst occurred. The lesion being treated was located in the cephalic vein. During the procedure, the physician used a 6 french non-bsc sheath. Predilation was attempted with two balloons (mustang 9.0 x 80, 75cm, mustang 9.0 x 40, 75cm) at 17 atm and 18 atm respectively, however, balloon rupture occurred. One of the devices burst longitudinally and the other burst in half. An 8 french sheath was used to snare the balloon outside the patient's body. The lesion was stented with a 10 mm unknown balloon. The procedure was successfully completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)